Event description:
A user reported that during an in-hospital inspection the cs300 intra-aortic balloon pump (iabp) had unusual noises coming from the crm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and observed the reported malfunction. The fse confirmed the reported failure and replaced the crm. The unit was working fine. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).